Event description:
Customer advised she has used 4 headsets from a new box and all of them have leaked. No adverse event reported. Customer is able return one headset.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.